Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one fortex otw pta balloon catheter was used to treat a lesion located in the venous outflow of the left arm. Approximately 17 months post index procedure, patient suffered from elevated velocities to the target avf. Event was treated with non-medtronic pta in the venous outflow (target vessel). Investigator and safety assessed that the event was not related to index device, procedure or paclitaxel. Patient recovered.